Event description:
It was reported that charging cable was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer was advised to rely on another cable if pump battery depleted before receiving replacement, and technical support arranged replacement charging supplies.